Manufacturer narrative:
Additional, changed, and/or corrected data. Upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient who has developed paradoxical hyperplasia post coolsculpting.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2021-01272. Aware date should have been listed as 15/april/2021. Correction to g.3. Aware date of supplemental medwatch 3007215625-2021-01272-1. Aware date should have been listed as 8/feb/2023.